Event description:
It was reported by the patient¿s nurse that the patient presented with a heart rate between 25 and 40 beats per minute (bpm), that pacing was not consistent in the sense that there were ¿times with no pacer spikes,¿ and that the patient ¿went asystole for a while.¿ subsequent evaluation of a device interrogation revealed no detected events ¿ including any rates below the lower programmed rate of 40 bpm ¿ and suggested that the device was functioning as programmed. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.